Manufacturer narrative:
Per the instructions for use, valve migration and pvl requiring intervention are potential adverse events associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Additionally the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, the cause of the migration was likely caused by the intentional low implantation of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: philip y.k. Panga, et al. A survivor of late prosthesis migration and rotation following percutaneous transcatheter aortic valve implantation. Eur j cardiothorac surg (2012)

Event description:
As reported by the edwards european (B)(6) affiliate, during a transfemoral tavr procedure in the aortic position, the 23mm sapien 3 valve was intentionally implanted ¿very ventricular¿ due to the height of the coronary arteries. In the follow up period, it appeared that the valve had migrated towards the left ventricular outflow tract causing paravalvular leak (pvl) grade 3. Therefore, it was decided to implant a second 23mm sapien 3 valve on pod 22 in order to secure the first valve and eliminate the pvl. The post deployment echo showed the pvl was reduced to trace and the patient was discharged in good condition.